Event description:
It was reported during the incoming inspection a team member found debris in the sterile package. No additional information on the reported event.

Manufacturer narrative:
(B)(4). Foreign source: japan. Visual evaluation of the returned product confirms (1) of the pouches was found to have one piece of loose dark debris exceeding .60 sq. Mm. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when it left zimmer biomet was non-conforming. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.